Event description:
It was reported that during routine check by customer the cardiosave intra aortic balloon pump (iabp) "was not zeroing". There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4; b5; g3; g6; h2; h3; h6, type of investigation, investigation findings, investigation conclusion, h11. Corrected field: e2; e3; g1 contact person ¿ mfg site; h6 problem code. It was reported that during routine check by customer the cardiosave intra aortic balloon pump (iabp) "was not zeroing". There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) went to the site and observed it was a touchscreen issue. There was residual disinfectant left on the screen, preventing the user from zeroing, as it was user error. Fse cleaned the screen and was able to zero the pressure waveform. Fse replaced expired battery for the doppler. Returned to customer. Based on the evaluation results provided by the field service engineer, the failure occurred due to a residual disinfectant left on the screen, preventing the user from zeroing, as it was user error. Fse cleaned the screen and was able to zero the pressure waveform.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) unit was not zeroing. There was no patient involvement.